Manufacturer narrative:
The tech found the casters were worn. He replaced the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates the stretcher brakes are operable in the locked position, but with some force the stretcher will move.